Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The patient's baseline rhythm was sinus rhythm. Pre-dilatation was completed with an 18mm unknown balloon. It was reported after partial deployment of valve, the patient experienced atrioventricular (av) block that continued so a decision was made to place temporary pacing leads for observation. During the first deployment attempt, it was reported the valve was a little deeper on the non-coronary cusp (ncc) side while high on the left coronary cusp side. The physician resheathed and redeployed the valve at an optimal depth and released the valve. It was confirmed there was no paravalvular leak and no post-dilatation was done. It was reported on 09 november 2023 the av block did not improve and a permanent pacemaker was scheduled for implant. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block (av block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted with "optimal" depth from the non-coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.